Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and rheumatoid arthritis ('type of autoimmune diagnosed: rheumatoid arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), pelvic pain ("chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), fatigue ("other injuries/symptoms: fatigue") and fibromyalgia ("fibromyalgia"). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and rheumatoid arthritis outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, fatigue and fibromyalgia had resolved. The reporter considered back pain, device dislocation, dysmenorrhoea, fatigue, fibromyalgia, pelvic pain and rheumatoid arthritis to be related to essure. The reporter commented: received treatment for pain, rheumatoid arthritis, migration, fatigue and fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test(s) (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Product indication updated. Essure explant date added. Previously reported ¿injury to herself¿ was updated to chronic pain. Events- migration, dysmenorrhea (cramping), back pain, type of autoimmune diagnosed: rheumatoid arthritis, other injuries/symptoms: fatigue and fibromyalgia were added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.